Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device has a bad ail sensor. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement. Device evaluation (completed (B)(6) 2022): one device was returned for analysis in used condition. Visual inspection showed the device was missing the sticker seal. Review of the event history log showed an occurrence of a "air in-line detected" alarm. Functional testing was performed and the reported issue was duplicated. The investigation determined that a faulty air detector was the cause of the reported issue. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.